Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. Visual inspection found the wires twisted inside the cable jacket. A functional test was performed using a stellaris system. The handpiece data displayed tune count 143, on-time 5529602 and average power 1. The handpiece tuned, primed and functioned as intended. In addition the handpiece was run at 100% power for 1 full minute without irrigation or aspiration. The handpiece body became warm to the touch but did not become hot.

Manufacturer narrative:
The stellaris hand piece was not returned for evaluation. The device history was reviewed and found to meet manufacturing specification. The stellaris pc system was inspected at the user facility. The system passed all functional testing and met all specifications. No repair or adjustment to the system was necessary for continued use in surgical mode. The staff reported the patient injury occurred during sculpt mode when it was discovered that the iop forced pressure tubing was connected to the system, but no connected to the bss bottle resulting in improper irrigation of the phaco tip.

Event description:
The handpiece became hot during phacoemulsification resulting in a burn to the sclera and cornea. Sutures and sealant glue were used to close the wound. Additional treatment to correct astigmatism may be required.